Event description:
A past low blood glucose event was reported by the customer, with the lowest recorded level being 48 mg/dl. Cause was not known. The customer consumed carbohydrates to address the low glucose level and was advised by technical support to consult a healthcare professional for further discussion on managing blood glucose levels.